Manufacturer narrative:
Information was received on 09/25/2020 indicating event date and indicating that there was no patient involvement in this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the device failed high pressure downstream occlusion calibration and alarms "cassette not attached properly". The downstream occlusion sensor was the cause of the event and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a 'cassette not attached' alarm. There were no reported adverse events.